Event description:
It was reported that the catheter placed and removed the same day as damage to external lumen noticed.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of rexa1364 showed no other similar product complaint(s) from this lot number.